Event description:
Following the atrial fibrillation procedure, a 7 mm circumferential non-compressive, pericardial detachment was noted. A transesophageal echocardiogram was performed at the beginning of the procedure with no anomaly of the inter-atrial septum noted. During the procedure (cryo redo), double transseptal puncture and mapping of the left atrium was completed. Radiofrequency ablation of the right superior pulmonary vein (anterior) and completion of an anterior roof line were then performed. At the end of the procedure, a 7 mm circumferential non-compressive, pericardial detachment was found. A protamine injections was given to stabilize the patient. The patient was placed in the ciau for surveillance. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information g3, h2, h3, h6 correction h1 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.